Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that a frame grabber card initialization error in the flexvision pc resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) inspected the device onsite and reviewed the system log files and identified an issue with the grabber cards. The frame grabber captures the video from the allura system. The fse replaced the flexvision pc and the hard disk. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order.